Event description:
A review of service data detected a reportable event. During servicing of monitor (B) (4), which was returned for routine maintenance, it was discovered that the monitor would not deliver a pulse. The last pt to use this monitor did not report any problems with it.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. "The cause for the monitor not power up after the pulse test was run". The unit started to fire the pulse then had a catastrophic failure. The root cause of the failure is unk, but is likely a defective ca board. The ca board was replaced. The monitor was repaired, retested and restocked. No adverse event resulted from the damaged monitor. The last pt to use this monitor did not report any problems.